Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while playing football. It was mentioned that the patient is very young and is very traumatized regarding the inappropriate shock received. Technical services (ts) reviewed the device data and discussed the episode shows an inappropriate shock being provided due to t-wave oversensing of changed morphology at an approximate rate of 195 beats per minute (bpm) when the r-wave decreased and the t-wave is elevated almost above the r-wave, which presents a difficulty for the system to discriminate. It was also mentioned that the primary and alternate sensing vectors are offering good amplitudes that are very close to the device sensing ceiling. Further troubleshooting suggestions were also provided. The s-ICD system remains in service. No additional adverse patient effects were reported.